Event description:
It was reported that during a stenting treatment procedure, stent migration occurred. Vascular access was obtained via the left common femoral vein. The 70% stenosed target lesion was located in the mildly tortuous left common iliac vein. Ivus was performed indicating the lesion was 15mm in diameter and 30mm in length. Pre-dilation was not performed. A 18x40mm wallstent endoprosthesis was advanced and deployed without issue. Post-dilation was performed with a 16mm xxl balloon catheter. The balloon was inflated once to 5atms/30sec and the xxl was removed without issue. The physician felt the stent was well positioned at this point; however, ivus was performed again and under fluoroscopy it was discovered that the wallstent had migrated approximately 60mm and was located in the inferior vena cava, just distal to the iliac bifurcation. A 22mm wallstent was then advanced within the 18x40mm wallstent to jail it in place and a 20x40mm wallstent was implanted in the original target lesion. Ivus was performed again and the physician was happy with the results. There were no additional patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).